Event description:
It was reported that a resident fell during a transfer from a commode to a tilt wheelchair using a sera stedy floor lift. The transfer was being performed by an occupational therapist and a rehabilitation assistant. The sera stedy was positioned in front of the tilt wheelchair, and the brakes on both devices were applied. When the patient stood up, the patient suddenly sat down again onto the front edge of the wheelchair seat. During this movement, forward pressure appeared to be applied to the sera stedy, causing its brakes to release and the device to move forward. Both staff members were positioned at the patient¿s sides to provide support, but the brakes could not be re-engaged. Due to the patient¿s position and the inability to safely complete the transfer, staff assisted the patient to the floor in a controlled manner, lowering the patient onto the buttocks. No injuries were reported.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report. H3 other text: device not available for evaluation.

Manufacturer narrative:
The investigation is ongoing, the results will be updated in the final report. The process of collecting information regarding the condition of the patient involved in the incident is still in progress.